Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, urethral diverticula with vaginal vault prolapse. It was reported that following insertion the patient experienced urinary problems, recurrence, and vaginal scarring. It was reported that the patient underwent vaginal mesh excision, anterior wall; cystoscopy, cystoscopic resection of intravesical adhesion; bilateral intravesical bladder adhesions on (B)(6) 2013 due to vaginal erosion due to surgical mesh, and pelvic pain. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 01/09/2017.